Event description:
The rotator broke during a left ventriculogram procedure. Pressure limit - 1000 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval - one used suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The device lot number initially reported was mfg after corrective actions were put in place. Visual inspection verified the collar is not the new collar, a part of the corrective actions put in place to address this failure mode. The returned device displayed typical signs of pre-corrective action assembly. The lot number reported is not correct. The root causes of the failure are attributed to the mfg bonding process. Correction actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.